Manufacturer narrative:
Patient country: united states. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was came off from their body on (B)(6) 2024. No further information available.